Event description:
Follow-up information revealed the issue is resolved.

Event description:
It was reported the patient had an allergic reaction following an ipg replacement procedure on (B)(6) 2018. Additional information revealed the patient had an allergic reaction to the dermabond that was used around the incision of the ipg. The reaction included rash, itching, and redness. As such, the patient presented to the ER where the ipg site was cleaned out to prevent infection. A company representative will follow-up with the patient to determine if surgical intervention will be undertaken as the next course of action.